Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 298 mg/dl. The customer stated that he was pressing on the bolus button and the button was not responding then he got the button error alarm. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to flattened all the buttons dome switch. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.